Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated the device is experiencing an oil leak from the hand piece during surgery. No patient or user injury was reported. No additional information was provided.